Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 25mm mitral valve was disabled via a valve-in-valve procedure after an implant duration of 6 years, 1 month due to stenosis and regurgitation. A 29mm transcatheter valve was implanted. The patient was discharged. No additional details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology in addition to initial implant procedural factors.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to patient prosthesis mismatch, degeneration, thickened leaflets, stenosis, and regurgitation. A 29mm transcatheter valve was implanted after balloon fracturing of the implanted valve frame. The patient remained hemodynamically stable throughout the case and tolerated the procedure well without any immediate complications. The patient was discharged home on post-operative day three.